Manufacturer narrative:
Device evaluation summary: device evaluation of monitor sn (B)(4) is currently underway. The reported problem (abnormal shutdowns) was confirmed. As received, the monitor produced abnormal shutdowns. A root cause analysis is currently underway. A supplemental report will be sent upon completion. No adverse event resulted from the defective monitor. The pt received a replacement monitor.

Event description:
A review of the download data for a (B)(6) male pt revealed several abnormal shutdowns. Zoll customer support contacted the pt and issued him a replacement monitor.